Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 16-jun-2021 section h-3: device evaluated by manufacturer: yes device evaluation: the dcb00 product was not returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. The pushrod was observed bent. Scarce residues of viscoelastic material were observed on cartridge. The cartridge tip was observed deformed. The lens returned outside the device and cut in two pieces. Material looks like body fluids were observed on lens pieces. One of the haptic was observed detached. The detached haptic piece was not returned. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: product testing could not be performed because the product was not returned . A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the haptic was not connected to the intraocular lens (iol) when inserted into the patient's ocular sinister (left eye). The iol was removed during the same procedure and replaced with another iol of the same model and diopter. There was no patient injury, and no medical or surgical intervention required. There were no post-operative problems reported. No further information is available.